Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 406 mg/dl. Customer was treated with insulin shot and insulin pump. Customer also reported that the insulin pump had insulin flow blocked alarm. Customer did not continue with troubleshooting. The insulin pump will not be returned for analysis.